Event description:
Device was returned for repair only. Upon receipt, it was noted that original jaw pins were missing. Contact stated that the device had become difficult to close during use and that it broke during surgery. The tip and one pin were retrieved. The second pin could not be retrieved. No pt injury was reported.